Manufacturer narrative:
Further investigation of the customer issue included a review of compliant text, a review of historical data, a review of service history, and current labeling for the architect system operations manual and c16000 system service and support manual. With abbott phone support the customer resolved the issue by replacing the ict 1 ml syringes, check valves, and rebuilding the reagent 1 syringes. No discrepant results were generated after that. A review of the complaint and trending data did not identify an adverse trend or systemic issue. Labeling was reviewed and found to be adequate. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
Complete information patient information, patient identifier: multiple = (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect sodium results. Initial sodium results were 189, and 174 mmol/l and repeat results were 142, and 139, respectively. There was no impact to patient management due to the discrepant results.